Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the sterile sleeve ripped during attempts to reposition the pump. Actions taken to resolve the issue are unknown. The patient continued on support until the device was successfully weaned. There was no patient harm.

Manufacturer narrative:
The investigation for the reported product damage (sterile sleeve damage) issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the root cause is the sterile sleeve was ripped. This report is being filed as part of a retrospective review of historical records.